Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03185. It was reported that the right ventricular and right atrial lead exhibited noise or electromagnetic interference (emi). No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.